Manufacturer narrative:
(B)(4). Date sent: 05/05/2025 d4: batch #155d76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with three gst60b reloads present. The reload (b) was received partially fired 2/3. The reload (c) was received partially fired 1/3. The reload (d) was received unfired. The device was tested for functionality in the articulated position with the returned reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 155d76, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent 2/26/2025 photo analysis: this is an analysis of two photos and a video submitted for evaluation. During the visual analysis, the following was observed: the first and second photos show a gst60b reload tyvek and an echelon flex device tyvek. The video shows a device with tissue between the jaws. At the 0:02 mark the device is removed of tissue. At the 0:04 mark the blue reload loaded can be seen partially fired 2/3 and at the 0:20 mark the staple line appears to be as expected on the section fired. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot 175d80, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "reload and it did not stop" please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown the first shot was performed with reload and it did not stop in the third progression of the blade. When replacing the stapler does not work anymore, it is necessary to open a new stapler and reload. There were no patient consequences.